Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3 request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in brazil it was reported that the patient experienced adhesive failure between 15-feb-2026 and 18-feb-2025, during which the infusion set adhesive detached in less than 24 hours of use. The infusion set was replaced, and insulin delivery resumed successfully. No further information available.